Manufacturer narrative:
(B)(4). The device was reported as not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Mitraclip implantation under sedation (B)(4).

Event description:
This is filed to report the increased mean pressure gradient (mitral stenosis). It was reported through a case report titled: mitraclip implantation under sedation, which reports a percutaneous mitraclip procedure performed under deep sedation with ketamine and propofol perfusion in a patient refused for surgical repair because of the comorbities. Two clips were implanted, reducing mr from severe to mild to moderate with improved cardiac output, confirmed by an increase in pressure profile. Transesophageal echocardiography (tee) showed maximum and medium gradients of 14 mmhg and 8mmhg. The infusions were stopped at the end of the procedure, which took about two hours. The patient was wakened and transferred to coronary intensive care unit (ICU) without complications. The patient was discharged the day after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this incident. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.